Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe was difficult to remove from the trocar cannula and probe was eventually pulled out with the trocar. The surgeon noticed the probe tip broken and was removed during the procedure. The surgeon examined the inside the eye and no other foreign material was found. No abnormality or foreign material found during postoperative visit.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. One opened probe was received visually inspected and was found non-conforming with the tip of the probe broken at the port. The sample was not able to be functionally tested for product fit due to the damaged condition of the probe noted during the visual inspection of the sample. The photo confirms that the tip of the probe needle has broken at the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and several other locations along the inner cutter. Damage was observed to the cutting edge of the inner cutter. The complaint evaluation confirmed that the probe had a broken tip at the port. The broken tip at the port could cause the probe to not fit properly through the trocar, as also reported by the customer. The exact root cause for the broken tip cannot be determined from this evaluation. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. An internal investigation has been initiated to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).